Event description:
It was reported that the device exhibited 1990 ohms lead impedance in both configurations. The p-wave measured at 0.75 mv. Capture thresholds were consistent. The device remained implanted.